Event description:
It was reported to medtronic minimed that the customer received a broken force sensor that was detected during seating or regular delivery (pump error 35). Troubleshooting was performed. The customer stated that the insulin pump was exposed to moisture, and damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-243a. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported that the pump was exposed to moisture. Fluid was presenting the pump. The pump did not return to normal function, or fluid was reported under the lcd, or the customer reported hearing fluid when shaking the pump. The customer reported receiving a pump error. The customer was not able to clear the error. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned. No product return was required for mmt-243a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j7 & near lcd screen / force sensor]. Pump history/trace files downloaded successfully using thump software. Critica pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 05/02/2024 at 17:08:51.000. Force sensor zero offset (within) specification (24.5mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case battery tube side, cracked case corner of belt clip rails, cracked end cap, and cracked case. Critical pump error (open book image) alarm confirmed during analysis because of fatal pump error 35. Pump error 35 confirmed in the pump history files due to moisture damage at the force sensor. Exposure to moisture confirmed. Alleged cosmetic damage confirmed where cracked case battery tube side, cracked case corner of belt clip rails, cracked end cap, and cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.